Manufacturer narrative:
Pr# (B)(4). When investigation is completed a follow up report will be sent to the FDA.

Event description:
The customer reported a speaker malfunction error. No pt harm was reported.